Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results for one (1) patient sample on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer reran the sample on another au analyzer with results considered correct. The customer did not provide patient demographics. The customer provided data for the patient sample.